Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, power fluctuation, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, deformation, fatigue, vibration, environmental problems like dust and dirt, and wear and tear between the video processor components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during service or maintenance, the image disappeared from the subject device. There were no reports of patient involvement.